Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were both in tact. The device was in good condition, no signs of external damage. Depleted battery, preceded by multiple 'low battery change' alarms were found on error history log (ehl) review. Battery communication timeout present in earlier history. It was not possible to download ehl due to error during download. Power up process was performed and battery diagnostics were checked. Pump initially did not turn on, battery was at 0%; charged battery for 5 minutes. The reported issue could not be duplicated. Battery values were within specifications. No causes or potential causes to the customer's reported problem were found during the device history record review. The root cause could not be determined; there was no damage found to battery or interconnect board. Actions/repairs were done to correct the reported issue: battery will be replaced at time of repair.

Event description:
It was reported that the devices are frequently giving errors such as "battery discharged" and battery communication timeout". No patient injury was reported.

Manufacturer narrative:
No product sample was received for evaluation; therefore, visual and functional testing could not be performed. Manufacturing device history record review was not performed as a serial number was not available. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.